Manufacturer narrative:
Telephone number :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) had autofill failure. There was no patient involvement.

Manufacturer narrative:
A getinge fse was dispatched to evaluate the unit. The fse checked the unit and performed all the functional tests. The fse was unable to reproduce the issue. He runed the iabp unit with trainer and balloon for 4 hours and no problem was detected. The unit was then returned to the customer and cleared for clinical use.